Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose (bg) of 955 mg/dl with extreme drowsiness, polyuria, polydypsia, nausea, symptoms of dehydration, chest pain, and vomiting associated with an inaccurate delivery issue and the time being incorrect in the pump. Reportedly, the patient discontinued pump therapy and was hospitalized and treated with insulin via their pump and IV fluids by their healthcare provider. During troubleshooting with customer technical support (cts), it was revealed that the am/pm were reversed and the date was set to (B)(6) 2015 instead of (B)(6) 2015. It was also determined that the basal history did not match the active basal program. This complaint is being reported because the patient allegedly experienced hyperglycemia due to the time being incorrect and an inaccurate delivery issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015. Device evaluation: the device has been returned and evaluated by product analysis on 04/13/2015 with the following findings: the black box showed a replace cartridge alarm on (B)(6) 2015 at 20:39. The pump was powered off then back on and the time/date was set to (B)(6) 2015 at 01:58. A manual time/date change was made from (B)(6) 2015 at 20:39 to (B)(6) 2015 at 08:40. The pump was exercised for 24hrs with a 2.0u/hr basal rate and at end testing the basal history correctly showed 2.0u and total daily doses (tdd) showed 48.0u. The tdd added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. A time keeping accuracy test was performed. However, when the pump was left without power for 1hr and pump was powered back on it had returned to the default time/date. The pump was opened and the internal battery was found to be leaking. The time test was started but not completed due a battery failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.